Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a handpiece was occluded. The timing of the event and patient impact are unknown. Additional information has been requested but none has been received.

Manufacturer narrative:
Phacoemulsification (phaco) handpiece. The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. However, the handpiece indicated was not made available for testing. Root cause the root cause cannot be determined conclusively. Actions taken alcon will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Similar incidents review: a review of complaints within the past (B)(6) from the month of the reported complaint ((B)(6) 2015 to (B)(6) 2016) showed (B)(4) similar incidents of ¿occlusion¿ while using the system, where root cause remains inconclusive. This represents an occurrence level of (B)(4) out of approximately (B)(4) paks sold over the (B)(6) period. A listing of these similar incidents is attached. These occurrences are not statistically significant and therefore do not indicate any adverse trends. Phaco tip - no phaco tip was returned for evaluation for the report of the phaco tip being occluded during surgery. Therefore, the condition of the product could not be verified. No consumable lot number was identified with this complaint; therefore, a lot history review could not be conducted. Because a sample was not returned from the customer and no lot information was provided for a lot record review, the root cause for customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).